Event description:
The customer reported encountering cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing information for a pump reset and guided them through the process. After the reset, the cgm error code did not reappear, and the customer successfully commenced their sensor session.